Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after replacing a dexcom g6 transmitter and sensor, the continuous glucose monitoring function did not initiate a warmup, displayed ¿start sensor,¿ and then ¿searching for transmitter,¿ indicating a pairing failure despite correct transmitter and pairing code entry and a device restart. Symptoms included no alerts or alarms and no impact to blood glucose. Outcomes included no clinical effects and no hospitalization. Investigation included remote troubleshooting and education, verification of transmitter ID and pairing code, device restart, and guidance to replace the sensor and contact the cgm manufacturer for replacement. Investigation of this case revealed a pairing failure between the cgm transmitter and sensor consistent with a communication or setup issue of the cgm system. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication failure related to cgm pairing that was resolved through replacement and manufacturer follow-up.